Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failing calibration for an error 80 (non-recoverable system error), not cooling. A check of the diagnostics showed chiller temperature (t4) at 31c, and no water came out of the left drain. They discussed this was indicative of a failed mixing pump. The device was under warranty, so they stated a loaner would be shipped and this device would be returned for repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The device would not cool down due to mixing pump issues. Serviced mixing pump. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failing calibration for an error 80(non-recoverable system error), not cooling. A check of the diagnostics showed chiller temperature(t4) at 31c, and no water came out of the left drain. They discussed this was indicative of a failed mixing pump. The device was under warranty, so they stated a loaner would be shipped and this device would be returned for repair.